Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracoscopic surgery, at the start of stapling, the device had an unexpected rotation without pushing the buttons. Another powered handle, shell and reload with the same adapter were used to resolve the issue. There was no patient injury.